Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed creatinine (cre2) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) results were within the customer¿s expected ranges indicating that the dimension exl 200 system and cre2 assay were performing acceptably. Hsc observed that the event is consistent with poor sample quality and improper sample aspiration during the initial processing of the affected sample. Repeat of the same sample yielded the expected result. The cause of the event is unknown. A potential product issue was not identified. The system is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed creatinine (cre2) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the same dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed creatinine (cre2) result.